Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device gave an "abnormal energy delivered" message when a shock was delivered during testing. Additionally, physio confirmed that the device would only provide a reduced energy monophasic shock, when prompted. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code in the memory which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted diode, designator cr30. The diode was shorted from legs 5 to 9.